Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced event on 11-feb-2025 where infusion set tubing was detached. The location of detachment was cannula and site was buttocks. The pump was on waist. No further information available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.